Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the ventricular leadless pacemaker (lp) exhibited loss of capture and sensing. A computed tomography (CT) scan showed the lp had dislodged to the right groin. The lp was explanted and replaced. The patient was in stable condition.